Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic vessel sealer instrument fractured causing a bend when removing it from inside patient. No patient harm since it happened inside the lumen of the metal port upon removing it from the patient.